Event description:
It was reported that, a user experienced persistent hyperglycemia after a recent supply change, with device readings up to 377 mg/dl and a confirmatory fingerstick value of approximately 390 mg/dl. The ilet issued high glucose alerts. The user reported vomiting prior to the supply change. There was no need for outside assistance and no medical intervention was required. Troubleshooting and education were completed, including calibration with the fingerstick value, disconnecting as for a shower and filling the tubing until drops were observed, reconnection, review of meal announcement, and review of the time setting on the ilet. During a follow-up call, glucose remained elevated and the user indicated plans to perform another supply change. The investigation included user-guided checks for infusion delivery and reminders to perform an expedited supply change given continued high glucose levels. Review of the case revealed hyperglycemia of unclear cause despite confirmed tubing priming and user actions, and no device malfunction was identified based on the available information. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.